Event description:
The patient went into vtach following cab procedure. The temporary pacemaker was not appropriately sensing t waves resulting in patient in arrhythmia. Code team reset the device and successfully completed code. Device was found to be in asynchronous mode (ddd mode rate of 70, ma 16, sensitivity 10). It was unclear whether the device malfunctioned or was not set properly. The device was sequestered by biomed for further testing. Patient was coded successfully and event did not impact her outcome.